Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer's adc meter display had missing segments and customer was "unable to see results correctly". Customer experienced seizures and had contact with an hcp who diagnosed him/her with hyperglycemia and administered unspecified treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the precision xceed meter and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. H3 other text : section d4 (serial number) was updated from (B)(4) to unknown as the originally reported serial number was deemed invalid in investigations.

Event description:
Customer's caregiver reported the customer's adc meter display had missing segments and customer was "unable to see results correctly". Customer experienced seizures and had contact with an hcp who diagnosed him/her with hyperglycemia and administered unspecified treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.